Event description:
The user facility reported a fluid leak was seen on the yellow luer lock during impella cp support on a 53 year old male patient. A purge system open alarm appeared on the console (aic) at the time of the leak. The purge cassette was replaced but the issue persisted. A purge bypass was subsequently performed to resolve the leak and support continued with the implanted pump. There was no resulting patient harm.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The product was not returned for investigation. A data log review was not required for this case. According to the clinical report, the doctor performed a sidearm bypass after a leak was reported from the yellow luer, which successfully resolved the issue. The cause of the purge leak issue was a leak from the sidearm but the exact location of the leak was unknown. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-26777. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26777 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name, address, and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26777.